Manufacturer narrative:
An investigation is currently underway; upon completion, the results will be forwarded.

Event description:
It was reported to tyco/kendall healthcare that a customer had a problem with the insulin syringe. The customer reports "the tip of the needle broke off before using them to draw up insulin."